Event description:
It was reported that the helix of the right ventricular (rv) lead was unable to extend prior to the implant procedure. The rv lead was not used and a new lead was implanted instead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to extend the helix was not confirmed. As received, a complete lead was returned for analysis. A visual examination of the lead revealed the helix was retracted and clean. After applying torque directly to the connector pin, the helix could be successfully extended and retracted. Additionally, electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies.